Manufacturer narrative:
E:1 patient city: (B)(6). Patient country: (B)(6) name: medtronic minimed country: united states of america street:(B)(6). City: (B)(6) state: (B)(6). Post office: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).

Event description:
It was reported that the tape not adhering due to sport activity on (B)(6) 2026.